Manufacturer narrative:
A lumenis technical engineer completed performance tests of all specifications concluding that the device operated to manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. Reasonable attempts by phone and email were made by lumenis to obtain relevant patient information, treatment settings and patient photographs from the user facility; however, no information other than the initial report was received with which to make a determination of the severity of reported patient injury. Should further information be provided with which to make a determination of cause, lumenis will file a follow-up MDR.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to an unknown treated area following treatment with a lumenis one laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.